Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was white. The screen with the tones did not allow the customer to do anything. The customer changed the battery but it went straight to the white screen again. The customer reverted to their old insulin pump. Customer's blood glucose level was 8.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.